Event description:
On (B)(6) 2013, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2013. The reporter informed the mss that beginning in (B)(6) 2013 (date not recalled) the patient began to obtain elevated blood glucose (bg) readings with the subject meter. The reporter mentioned that the patient began to obtain bg readings in the "240 and 250 mg/dl" range when he used to test in the "117 - 125mg/dl" range. The patient manages his diabetes with oral medication (glyburide). The patient's spouse denied that the patient made any changes to his usual diabetes management regimen despite the higher than expected readings. On an unspecified date, after the alleged meter inaccuracy issue started, the reporter claimed the patient developed the symptom of "shaky" which he associated with a low blood glucose. The reporter confirmed the patient treated self with food and drink in response to the symptom and felt better afterwards. The following day, the patient saw his hcp during a scheduled office visit to discuss the high bg readings. At the time of the office visit, the patient tested his bg and obtained readings of "152 mg/dl" with the subject meter and "133 mg/dl" on the doctor's meter. Based on statistical methodology, the calculated difference between these glucose results does not exceed the expected value of less than or equal to 30%. The reporter denied that the patient received any medical treatment at the time of the office visit and mentioned that the patient was advised to obtain a new meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after he began to obtain inaccurate high readings with the lfs device.

Manufacturer narrative:
Follow-up (3/2/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(6) 2013, meter - (B)(6) 2013.